Event description:
It was reported that the pump exhibited a two-tone beeping noise. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. One infusion pump was received for evaluation. Visual inspection and functional testing were performed and found the downstream and upstream occlusion sensor seals were contaminated by fluid ingression. Review of the event history logs showed high pressure and no disposable alarms. The reported issue could not be duplicated; however, the most probable root cause of the alarms was determined to be fluid ingression. The downstream sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.